Manufacturer narrative:
Additional information: d9, g3, h2, h3 one tactisys¿ quartz was received for evaluation. Visual inspection of the returned device verified the connectors, switches, and labels had no physical damage. The system was powered on and an audible beep was observed to indicate a successful boot and communication was established. A valid contact force was not observed when a known-good catheter was connected. Fiso diagnostic identified a degraded signal of at fiso compact module on slot 2. The lc/lc port was replaced with a known-good unit and functionality was restored. Valid contact force was observed. Additionally, valid contact force was observed when the original lc/lc port was assembled back into the quartz. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided and investigation performed, the root cause was isolated to intermittent connection in the lc/lc port.

Event description:
(B)(6) reported that whenever they connect a catheter they are unable to establish contact force. The reset button will continually flash red and green. Multiple catheters were attempted as well as rebooting the system. Swapping the tactisys resolved the issue. Returns: device(s).